Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and there was no button error alarm during testing. The insulin pump was received with normal operating currents. The device passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no unexpected restart alarm or unexpected resetting of the time/date during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window.

Event description:
Customer reported via phone call button error alarm and unexpected restart error alarm. Customer's blood glucose level was 137 mg/dl. Customer advised the act button was sticking out, the unexpected restart alarm occurred and customer was able to clear both alarms. Customer was able to reset the time and date on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.